Manufacturer narrative:
.

Manufacturer narrative:
Medications: aspirin, hydrocortisone, hydrocodone, metoprolol.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2016, follow-up angiography identified a proximal type I endoleak. It was reportedly unknown if aneurysm enlargement was identified. The cause of the endoleak is reportedly unknown. On the same day, a procedure was performed whereby an aortic extender components was implanted for proximal extension on the system. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.